Manufacturer narrative:
Depuy could not duplicate the problem. The product was purchased in 1996 without any problems. The evaluation shows that an alcohol solvent was found in the base of the charger, indicating improper cleaning and/or a possible liquid spill which may have caused the circuit board to short circuit. No conclusion could be made.

Event description:
The "battery charger" caught fire while in use. No injury was reported.